Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed, and rv lead damage was observed. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. During the explant procedure, the rv lead was observed to be stuck to the other leads in the system.